Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Imdrf device code a1505 captures the reportable event of stent positioning issue.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted via a trans gastric approach to address an anastomosis stricture under endoscopic ultrasound (eus) guidance during an esophagogastroduodenoscopy (egd) for a gastrojejunostomy procedure performed on (B)(6) 2025. During the procedure, the distal flange was deployed without issue. However, when deploying the second flange, the stent deployment system and stent pulled through the anastomosis and into the stomach. An attempt was made to reposition the stent, but it was unsuccessful; ultimately the stent was removed, and it was reported to be partially deployed upon removal. The procedure was completed by replacing and using another of the same device. There were no patient complications reported as a result of this event. Note: it was reported that the axios stent was intended to be implanted to treat an anastomosis stricture during an endoscopic ultrasound (eus) gastrojejunostomy procedure. However, per the axios stent and electrocautery-enhanced delivery system instructions for use (IFU), the stent is indicated for use to facilitate trans gastric or transduodenal endoscopic drainage of a pancreatic pseudocyst or a walled-off necrosis with at least 70 percent of fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery, and the bile duct after failed endoscopic retrograde cholangiopancreatography (ercp) in patients with biliary obstruction due to a malignant stricture. The device is not indicated to be implanted between the stomach and the jejunum. Note: it was reported that the size of the scope used was 3.2 mm working channel. However, per the axios stent and electrocautery- enhanced delivery system instructions for use, the working channel of the scope should be 3.7mm or larger. The stent is not compatible with a scope with a working channel size of 3.2 mm. Note: an image was provided showing the device pouch, which contains information about the stent used.

Manufacturer narrative:
Blocks h7, h9 and h11 have been updated. Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Imdrf device code a1505 captures the reportable event of stent positioning issue. Block h11: boston scientific is initiating a removal of certain sizes of the axios stent and electrocautery enhanced delivery system (6mm x 8mm, 8mm x 8mm and 20mm x 10mm) manufactured since march 1, 2025. This action is being taken due to increased reports of stent deployment and expansion issues with these configurations. These issues only occur at the time of stent delivery and are expected to be noticed by the physician. Patients who have been treated with a successfully implanted axios stent should continue to follow standard of care and are not affected by this issue. A letter was sent out to materials managers/health care professionals on 19-dec-2025 to immediately stop further distribution or use of any affected 6mm x 8mm, 8mm x 8mm and 20mm x 10mm axios stent and electrocautery enhanced delivery system. The letter indicates to remove these devices from inventory and segregate them in a secure location until they can be returned to boston scientific. The referenced axios stent and electrocautery enhanced delivery system met all specifications prior to final approval for distributions/sale.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted via a trans gastric approach to address an anastomosis stricture under endoscopic ultrasound (eus) guidance during an esophagogastroduodenoscopy (egd) for a gastrojejunostomy procedure performed on (B)(6) 2025. During the procedure, the distal flange was deployed without issue. However, when deploying the second flange, the stent deployment system and stent pulled through the anastomosis and into the stomach. An attempt was made to reposition the stent, but it was unsuccessful; ultimately the stent was removed, and it was reported to be partially deployed upon removal. The procedure was completed by replacing and using another of the same device. There were no patient complications reported as a result of this event. Note: it was reported that the axios stent was intended to be implanted to treat an anastomosis stricture during an endoscopic ultrasound (eus) gastrojejunostomy procedure. However, per the axios stent and electrocautery-enhanced delivery system instructions for use (IFU), the stent is indicated for use to facilitate trans gastric or transduodenal endoscopic drainage of a pancreatic pseudocyst or a walled-off necrosis with at least 70 percent of fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery, and the bile duct after failed endoscopic retrograde cholangiopancreatography (ercp) in patients with biliary obstruction due to a malignant stricture. The device is not indicated to be implanted between the stomach and the jejunum. Note: it was reported that the size of the scope used was 3.2 mm working channel. However, per the axios stent and electrocautery- enhanced delivery system instructions for use, the working channel of the scope should be 3.7mm or larger. The stent is not compatible with a scope with a working channel size of 3.2 mm. Note: an image was provided showing the device pouch, which contains information about the stent used.